Event description:
Customer reported unexpected negative antibody screen results on the abs2000. A patient sample resulted with a positive antibody screen on the echo and in tube (with peg) resulted as negative on the abs2000.

Manufacturer narrative:
Informed customer of the following limitation listed in the crrs package insert; "passively administered anti-d may fail to react by capture ready screen, even though the antibodies are detectable by an alternative technique."